Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/13/2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Educated patient to forget bluetooth devices, close all background applications and reboot the smart device. The issue was resolved as connections were re-established. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/07/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.